Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: catalog number: us157852 lot number:147820 brand name: m2a-magnum pf cup. Catalog number:166315 lot number: 843580 brand name: progressive por fmrl. Catalog number: 139254 lot number:244050 brand name: m2a-magnum 42-50mm tpr. H6: component code: mechanical (g04) - head. A m2a-magnum mod hd was returned and evaluated against the complaint. Upon receipt, the head remains assembled with the insert. Visual inspection found dings on the rim of the head. A dark green-ish debris is present on the outer radius. The outer radius is also scuffed with pitting near the apex. The insert is etched "-3". The exposed surface is chipped and scratched. Scratches are also present inside the taper. Complaint sample was evaluated and the reported event was not confirmed. Review of device history records found these units were released to distribution with no deviations or abnormalities. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a hip revision procedure approximately seven years post-implantation due to unknown reasons. During the procedure, the head and taper were removed and replaced.